Manufacturer narrative:
Assay performance and precision check testing have been performed with acceptable results. Qc results were acceptable. The analyzer alarm history showed no critical alarms messages. Based on the information provided, an assay or a system issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys hcg + beta test system result for 1 patient tested on a cobas 6000 e 601 module. The initial hcg+beta result from sample a was 3.07 miu/ml. The initial result was reported outside of the laboratory to the patient who questioned the result. The patient went to another laboratory and had new blood sample drawn, sample b. The hcg+b result from sample b was said to be around "2000 uii/l". Sample a was then retested twice on (B)(6) 2019 at the customer's laboratory. The hcg+b results were 987.4 miu/ml and 990.3 miu/ml. The hcg+beta reagent lot was 385627 with an expiration date of may-2020.